Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced a short circuit, and there was smoke from the device. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: confirmed the programmer will not start up . Replaced power supply with salvage part. All salvage material have been inspected per applicable requirements. Wireless radiator symbol missing. Replaced sticker. Replaced nylon standoff. Reconfigured hard drive, reloaded and updated software. Device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.